Event description:
Account reports, pt was admitted to emergency room complaining of a severe headache. The reporter states "the pt was administered an i.v. Infusion of morphine in the emergency room. The following day pt was found deceased." Per reporter, the "pt had not been checked for 90 minutes and when pt was found pt was cold. At the time facility did not believe the death was related to the pump, but facility just received the toxicology report which shows the pt received too much morphine. Unfortunately, the pump was put back into service after the incident and facility lost the history of what was actually administered to the pt."